Manufacturer narrative:
During the eval of the device at the manufacturer's service center, an issue related to the ac inlet connector was observed. The device's ac inlet connector will be replaced to address the issue. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.